Event description:
It was reported that the patient¿s trial stimulation was good. When they had their implant done it was a horrible and traumatizing experience. The patient was ill for several days after the implant. The patient¿s stimulation did not cover their pain. The patient had never had therapeutic effect. They used their device for a month after it was implanted but it didn¿t work. They felt that the leads were in the wrong place since the device never worked. The patient wanted to have their device removed since it wasn¿t working. The patient had been reprogrammed but it didn¿t help. The patient noted that they needed both of their hips replaced. The patient¿s condition was misdiagnosed so their device was mostly turned off. The patient noted that their magnetic back brace was the only thing that ever gave them any kind of relief. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37092, lot# 299270001, implanted: (B)(6) 2011, product type: accessory. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3550-39, lot# n303111, implanted: (B)(6) 2011, product type: accessory. (B)(4).